Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan alleging that a one touch ultra meter was reading inaccurately. The pt indicated that the alleged issue started on (B) (6) 2010, at 3:20 pm. At that time, the pt claimed that she tested 4 times within a 20 minute period. She reportedly obtained results of "143, 138, 181, and 206 mg/dl." Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 20% and/or <= 20 mg/dl. The pt claimed that few minutes after testing, she developed a low blood glucose symptom of shakiness. The pt administered self-treatment at 3:35 pm that same afternoon by drinking orange juice which helped to relieve her symptom. The pt concluded that most likely her blood glucose was a lot lower than the 4 results she obtained earlier. She claimed that if the meter had read correctly and provided lower results, she might have been able to prevent the low blood glucose episode by eating or drinking something. The meter, tests strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.